Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative performed vertical and horizontal adjustments on the probes. He performed checks. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein results for 5 patient samples on a cobas 8000 c702 module. Patient (B)(6): the initial result was 11.2 g/l, and the repeated result was 69.3 g/l. Patient (B)(6): the initial result was 16.2 g/l, and the repeated result was 69 g/l. Patient (B)(6): the initial result was 3.8 g/l, and the repeated result was 65.4 g/l. Patient (B)(6): the initial result was 3.2 g/l, and the repeated result was 59.1 g/l. Patient (B)(6): the initial result was 32.1 g/l, and the repeated result was 67 g/l. The samples were repeated because the initial results did not match the patient's clinical history.

Manufacturer narrative:
General reagent issues were excluded. Liquid level detection alarms on the reagent probes were logged. The investigation determined that the service actions resolved the issue.